Event description:
This patient notified MFR that they are filing suit against their doctor for ankle surgery that contributed to the need for amputation of their lower leg. Pt wished to clarify that they did not consider the agility ankle implant defective and that an earlier auto accident and resulting treatment by their doctor were the contributing factors.